Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Ecp reported on behalf of the consumer that after switching to toric trials contact lenses, the consumer experienced corneal ulcer (cu) in both the eyes. The consumer wore the lenses for one and a half weeks. Consumer was treated with ciprofloxacin. Apart from cu, there was no tear, torn, defects, and deposits noticed. The current status of consumer eyes was recovered. Additional information has been requested but not yet received.

Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. Retain sample evaluation was performed as per criteria visual mantis inspection and vacuum tester for leakage. The results found that there was no sign of leakage observed in the 12 pieces of lenses. A trend related investigation was performed; no abnormality of periodic trending identified. The device history record and sterilization record for this lot have been reviewed and found that the lot met the release specification according to manufacturing procedure with no contributing factor identified in the manufacturing investigation. Based on the review activities completed, there were no abnormalities or deviations that would contribute to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).